Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c4-c5 and c5-c6. The following post-operative event was reported: postop visit date: (B)(6) 2007 ae onset date: (B)(6) 2007; ae description: worsening of neurological status from pre-op. Patient is now severely hyper-reflexic in all regions, and is now positive for babinski on right treatment: no; postop visit date: (B)(6) 2007 ae outcome: pending; postop visit date: (B)(6) 2008 ae outcome: resolved.

Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-813 / lot: unknown (x4) part: 876-713 / lot: unknown (x2) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.